Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder and movement disorders. It was reported that the patient's ins (internal neuro stimulator) had gone into overdischarge in the past.

Event description:
New information was received from healthcare provider regarding patient with overdischarged implantable neurostimulator (ins). It is unknown to the healthcare provider when the overdischarge occurred; the cause; the actions/interventions taken to resolve the issue; and whether the overdischarge was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.